Event description:
The 840 ventilator stopped cycling while on a pt. The nellcor puritan bennett customer support engineer (cse) verified the malfunction and replaced the al pcb. The cse reported the unit passed extended self testing. There was no pt harm or injury noted. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.